Event description:
The customer contacted beckman coulter inc (bec) to report a small leak at the blood sampling valve (bsv) of the beckman coulter - coulter lh 750 hematology analyzer. Per customer, the liquid was clear, but may possibly contain blood. Customer was receiving hemoglobin hematocrit (h*h) check fails and the rbc were high on controls. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, gloves, and eye protection. The customer did not come in contact with the fluid. No injuries occurred and medical attention was not sought. No report of exposure to mucous membranes or open wounds. No one was splashed, sprayed. The material safety data sheet (msds) was not reviewed; however, it is readily available. No death, injury or change to patient treatment attributed or associated to this complaint. No impact to sample results as a result of this event.

Manufacturer narrative:
On (B)(4) 2011, a bec field service engineer (fse) observed that instrument had two different tubes leaking from the bsv ports (207-to wbc bath, and 208- from backwash manifold to clean aspirator tip). The tubes were not properly placed in the fittings all the way causing the tip to get damaged and eventually leak. Fse replaced tubing. Blood samples were run for h h check and found that errors were no longer present. No further signs of leaking from the source. Root cause for the leak was the tubing running through bsv port 207 and 208 were not properly placed in the fittings all the way causing the tips to damage and eventually leak. Bec internal identification number is (B)(4).